Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple driveline disconnects; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log files contain data from (B)(6) 2021 at 13:47:29 through (B)(6) 2021 at 7:01:58. Beginning on (B)(6) 2021 at 01:43:31, the log file captures a driveline disconnect and then a power cable disconnect on (B)(6) 2021 at 2:01:25. Multiple driveline disconnects were captured on (B)(6) 2021 at 4:31:38, 4:31:46, 4:33:57, 5:05:42, 5:05:44, 5:08:50 through 5:10:59, 5:14:36 through 5:24:55, and 5:57:59 through 6:27:05 post controller exchange. An additional driveline disconnect was captured on (B)(6) 2021 at 23:50:07 while patient was back on primary controller. During the time frames of power cable disconnects and a driveline disconnects, the low pump current, communication faults, and lvad off alarms were active. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Several sections of this document explain that if the driveline disconnects from the system controller, the pump stops. Additionally, section 7 contains information regarding all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. C, is also available. This document advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. This handbook also explains that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 contains information regarding all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26jan2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was having a bunch of alarms which included pump stops. The modular cable and controller were exchanged. A log file was sent in for review which found on (B)(6) 2021 multiple pump stops. The alarms were caused by interntional driveline disconnects. The pump was running normal with routine alarms until the first driveline disconnect on (B)(6) 2021 at 0143. During troubleshooting of the alarms, data showed multiple intentional driveline disconnect and at some point not letting the pump full restart. It was mentioned that there was a tear on the modular cable, there was no indication of a percutaneous lead issue on the log file. X-ray images were done which were unremarkable. A visual inspection of the driveline was performed, bio-debris was noted close to the modular cable connection on the outer locking nut. The driveline was disconnected at the modular connection and the bio-debris was found on the internal surface of the "u" shaped guide on the modular end. A small amount was also seen on the pump end connection. The debris was removed and cleaned using dry sterile gauze. The connection was re-established and pump flow returned. The patient tolerated the procedure well, no additional alarms were reported since. No additional information was provided.